Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s lead had fractured resulting in infective therapy. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.